Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be determined. However, the e315 error likely occurred due to premature image board failure. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope displayed e226 and e117 error messages during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed. The report is being submitted due to the e315 error message found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light cover glass was chipped, the light and optical cover glass adhesives were worn, the distal end adhesive was lifting, the up/down and right/left angulation was not to specification, the up/down and right/left knobs had play, and the electrical safety and leak tests failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.